Event description:
This rn instructed pt on use of curlin pump. Rn demonstrated starting pump while pt followed written instructions. Pt then started and stopped and turned pump off 2-3 times while rn read written instructions to pt. Observed pt prime tubing and load tubing into pump after demonstrating procedure to pt. Rn then instructed pt to start pump. Pt started pushing buttons on pump in automatic motion as if she had her baxter 6060 pump. Noticed pump not starting-looked at screen-parameters were at "0" as if ready to program. Rn turned pump off and restarted-pump parameters were all at "0." Rn called branch pharmacist to report problem. Pharmacist had rn check following: pump was in lock level 2 and in tpn only mode. Pharmacist recommended rn call curlin clinical help line. Curlin clinical rn assisted with reprogramming pump and placing in lock mode. Rn then had pt start, stop and turn pump off 3 times. No problems. Pump appeared to be functioning properly. Pumps to be sent to curlin from biomed. Eval software error.